Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
A touchscreen fault was reported. There was no patient involvement.

Manufacturer narrative:
The authorized service provider (asp) determined the touchscreen needed to be replaced. The asp replaced the touchscreen and the issue was resolved.